Event description:
It was reported that the lead was attempted, not implanted due to the patient's anatomy. The physician tried multiple locations and it could not be fixed. The lead got damaged after repeated attempts and the implant was aborted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex . If information is provided in the future, a supplemental report will be issued.